Event description:
The user from user facility reported that the device activated on its own without surgeon pressing trigger during a procedure. The procedure was completed successfully, without a clinically significant delay; no adverse consequences or medical intervention were reported.